Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was completed as planned on the same equipment. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue with longitudinal movement; the table was difficult to move, and the table brakes were not effective and the issue persisted with both pan handle. Customer restarted the system which temporarily resolve this issue. Review of the system log file showed that, there was a longitudinal issue in the frontal stand that cause the system geometry to reset in the background so the table was harder to move and the brakes were not released during the system startup. To resolve this issue, fse recalibrated the table and stand movement. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that there was a frontal stand longitudinal movement issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.